Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for an unspecified treatment procedure foreign material was found. The stenotic lesion was located in the renal artery. After opening the sterile packaging of a 5.0mm/2.0cm/135cm peripheral cutting balloon a hair was observed in the sterile pouch. There was no patient contact. The procedure was completed with another 5.0mm/2.0cm/135cm peripheral cutting balloon. No patient complications were reported and the patient's status is stable.